Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hystf(full),oophorectomy (bilateral),salping. (Unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea and metrorrhagia to be related to essure. The reporter commented: on the right side three loops were exposed. On the left side, just one. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis: uterus, hysterectomy. Endometrium: mid-secretory pattern endometrium; negative for hyperplasia. Myomellium: normal smooth muscle. Ovaries: benign left ovarian hemorrhagic corpus luteum (2.0 cm); normal right ovary. Fallopian tubes: normal fallopian tubes cervix: moderate squamous dysplasia with hpv cytopathic effect. Gross description: the uterus and cervix weigh 115 grams and measure 9.0 cm from superior to inferior 6.0 cm cornu-cornu, and 4.0 cm from anterior to posterior. The uterine serosa is unremarkable. The cervix measures 3.5 cm in diameter. The ectocervical mucosa as well as the endocervical mucosa appears unremarkable. The cervical os measures 1.2 cm. The endometrial lining is smooth, velvety, hemorrhagic and measures up to 0.2 cm in thickness. The underlying myometrium is unremarkable. The right fallopian tube and ovary weigh 8 grams. The deep purple, fimbriated fallopian tube measures 6,0 cm in length by 0.5 cm in diameter. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lab data, medical history and lot number added. Reporter details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping') in an adult female patient who had essure (batch no. 654823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hystf(full),oophorectomy (bilateral),salping. (Unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea and metrorrhagia to be related to essure. The reporter commented: on the right side three loops were exposed. On the left side, just one diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: final diagnosis: uterus, hysterectomy. Endometrium: mid-secretory pattern endometrium; negative for hyperplasia. Myomellium: normal smooth muscle. Ovaries: benign left ovarian hemorrhagic corpus luteum (2.0 cm); normal right ovary. Fallopian tubes: normal fallopian tubes cervix: moderate squamous dysplasia with hpv cytopathic effect. Gross description: the uterus and cervix weigh 115 grams and measure 9.0 cm from superior to inferior 6.0 cm cornu-cornu, and 4.0 cm from anterior to posterior. The uterine serosa is unremarkable. The cervix measures 3.5 cm in diameter. The ectocervical mucosa as well as the endocervical mucosa appears unremarkable. The cervical os measures 1.2 cm. The endometrial lining is smooth, velvety, hemorrhagic and measures up to 0.2 cm in thickness. The underlying myometrium is unremarkable. The right fallopian tube and ovary weigh 8 grams. The deep purple, fimbriated fallopian tube measures 6,0 cm in length by 0.5 cm in diameter. Lot number: 654823 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hystf (full), oophorectomy (bilateral), salping. (Unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered dysmenorrhoea and metrorrhagia to be related to essure. On (B)(6) 2019: pfs received: events dysmenorrhea (cramping), metorhagia (bleeding b/w periods replaced with injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.